Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and absorbable hemostat was used. While opening the pack, the product was broken into the pieces. The absorbable hemostat was absorbed. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: was the faulty product used on the patient? Product not used with patient. What do you mean by "surgicel was absorbed"? Surgicel was partially absorbed & broken into pieces. Were there any patient consequences? No. H3 investigation summary: the product was returned to ethicon for evaluation. Two open samples were received for analysis. Product code 1953. Upon visual assessment of the returned samples, tears and some holes were observed in the cavities of the foil pouch packets. The condition of the packages suggests handling and storage issues that occurred outside of ethicon's control. The folders were removed from the foil pouch packets, and it was noted that the surgical fibrillar has begun to show signs of degradation. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.